Manufacturer narrative:
This complaint is one of the bolus of complaints we received from this surgeon recently. Additional information has been requested but not provided. This was explanted in (B)(6) of 2019, the device will not be returned. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Without the return of the device, lot number or serial number, no further investigation can be performed.

Event description:
It was reported that an m6-c was explanted due pain, osteomyelitis and loosening of the artificial disc.